Manufacturer narrative:
(B)(4) the sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event. During hospitalization the patient was treated with unknown intraperitoneal antibiotics. On an unreported date the patient was discharged from the hospital. At the time of this report the patient was recovering and antibiotic therapy was ongoing (at home). Pd therapy was ongoing. No additional information is available.